Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was excessive pneumo lost from the trocar. Another device of a different code was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
A hospital in (B)(6) reported via our distributor that water had leaked from an rt212 adult breathing circuit after 3 days of use. No pt consequence was reported.